Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. "The allegation is against 1 of 4 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), batch: ab2286. Common device name: drg lead, model: mn10450-50a, UDI: (B)(4), batch: ab2286. Common device name: drg lead, model: mn10450-50a, UDI: (B)(4), batch: ab2286".

Event description:
It was reported that the patient experienced ineffective therapy due to lead migration. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein 3 of 4 leads and the ipg were explanted to address the issue. It is unknown which lead migrated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.